Manufacturer narrative:
Device evaluation: the suspect product was not received however, a photo was provided by the customer. Product evaluation was performed on a photograph the customer provided. The picture shows an eye being implanted with an intraocular lens claimed to be a tecnis eyhance iol preloaded in the simplicity delivery system (model dib00). An irregularity and roughness in the lens edge at two locations. There is a red circulated portion of the lens edge in the photo. Based on the location of the reported and observed issue, it is not expected to cause any clinical impact; however, the definitive clinical impact and the potential root cause cannot be established from a picture assessment. The complaint issue "dc-lens damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. No product deficiency or product malfunction could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/asked but unavailable (asku). Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) edge appear to be was frayed. The iol was fully inserted and remains implanted. The product is not available for return. Through follow up it was learned that there was no patient injury and no medical or surgical intervention performed. The patient outcome is unknown. No further information was provided.